Manufacturer narrative:
H3: other: no lens was returned in the unit carton.

Event description:
The reporter stated that the surgeon inserted a cq2015 3 piece collamer lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury.